Event description:
It was reported that the customer passed away. The customer lost control of his car and died in the accident. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.